Event description:
A report was received that a patient developed an infection at the incision site following implant surgery. The patient's symptom was redness at the incision site. The patient was placed on antibiotics and the infection has since cleared. The infection was not device related and the patient is reportedly doing well.

Event description:
A report was received that a patient developed an infection at the incision site following implant surgery. The patient's symptom was redness at the incision site. The patient was placed on antibiotics and the infection has since cleared. The infection was not device related and the patient is reportedly doing well.

Manufacturer narrative:
A review of the manufacturing documentation of the ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization records of the ipg found them to be satisfactory.